Event description:
During warm-up procedures on two different occasions, the tips blew apart. The rptr is concerned with the consequences if the incidents had occurred when the device was being used on pts. The tips were probably purchased in the mid to late 80's. The rptr stated that the hosp has cleaning procedures but no directive from the MFR that the tips need to be inspected every three years as he was recently told. The tips are used on a nitrous oxide cryo gun.